Event description:
As reported by the user facility: shortly after initiation of dialysis, it was noticed that there was a small amount of blood on the patient's chucks pad, about a quarter size. Upon inspection, it was slowly leaking from venous connection site from bloodline to his catheter. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.